Event description:
It was reported that during a procedure of a heavily calcified, 90% stenosed, concentric, de novo lesion, after rotablator the 2.0 x 15 mm voyager was inflated and ruptured during the first inflation at 5-6 atmospheres (atm). A second non-abbott balloon was attempted and ruptured and the case was completed with a non-abbott balloon without event. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Dilatation catheter: tazuna, huryu; guide wire: rota, runthrough. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. Based on the information provided, the lesion site was heavily calcified, 90% stenosed and concentric, which may have contributed to the rupture. An interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation at 5-6 atm which is below the rated burst pressure (rbp). Return of the voyager may have aided in the investigation and potential determination of a cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that would have contributed to this complaint. There is no indication of a lot specific product quality deficiency. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.